Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a missing battery, cracked top case by the corners and handle, cracked battery door and both plunger cases. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, primary audible alarm post was noted at power up. It was noted that impact broke the high profile c9 capacitor off the interconnect board and was the cause of the reported issue. Service replaced the interconnect board and installed missing battery to correct the reported issue. Service also performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited alarm error and needed battery replacement and rattle inside. No adverse effects were reported.